Event description:
The account alleged the bed was not fluidizing properly and pt developed new pressure ulcers.

Manufacturer narrative:
The account stated the pressure ulcers the pt got from the bed developed into stage 3 and 4. The service technician found that the microspheres were soiled causing poor fluidization. The technician replaced the microspheres to resolve the issue.